Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 8185549, cat. No. 320571. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related h3 other text : see section h.10

Event description:
It was reported that the cannula appeared to have broken off during use as it was missing, it is also reported that they are unsure if insulin was delivered with bd pn 32g 4mm hp 5 bag 100 box sample ap. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: "this was a brand new needle from batch 8185549. I witnessed the patient apply the needle correctly ¿ and on performing the 2 unit airshot and noticed the end of the pen would not press down ¿ I investigated further to find that there was no inner needle present. Regarding a different patient from an incident today as per customer email: "I discovered a ¿used¿ needle on her bedside and when I went to remove it from the patients room I noted that the interior needle was missing ¿ the same appearance as in the photo. There had been a question mark from the doctors as to whether insulin has been delivered properly over the last couple of days. I am not sure if perhaps the inner needle has snapped off inside the rubber on the top of the pen or if the inner needle was missing entirely as per my previous incident."

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula appeared to have broken off during use as it was missing, it is also reported that they are unsure if insulin was delivered with bd pn 32g 4mm hp 5 bag 100 box sample ap. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: "this was a brand new needle from batch 8185549. I witnessed the patient apply the needle correctly ¿ and on performing the 2 unit airshot and noticed the end of the pen would not press down ¿ I investigated further to find that there was no inner needle present. Regarding a different patient from an incident today as per customer email: "I discovered a ¿used¿ needle on her bedside and when I went to remove it from the patients room I noted that the interior needle was missing ¿ the same appearance as in the photo. There had been a question mark from the doctors as to whether insulin has been delivered properly over the last couple of days. I am not sure if perhaps the inner needle has snapped off inside the rubber on the top of the pen or if the inner needle was missing entirely as per my previous incident."